Event description:
It was reported that the healthcare professional felt the shock that was delivered by the device, implanted in a patient, during a ventricular tachycardia (vt) episode. No serious consequences to the healthcare provider.